Manufacturer narrative:
(B)(4). Concomitant products: part:65620005422 name:shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating lot:61488248. Unknown competitor femoral head. Unknown competitor femoral stem. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately seven years post-implantation due to femoral head dislocation and wear of the poly liner. The wear was reported to have occurred due to the head dislocation. All components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as surgical notes or x-rays were not provided. The product was not returned, and its location is unknown. Device history record was reviewed and no discrepancies/ anomalies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.